Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® iliac branch endoprosthesis instructions for use state ¿adverse events that may occur and /or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Embolization of the superior mesenteric artery and a left internal iliac artery with avp plugs was also performed during the procedure. Upon deployment of a gore® excluder® internal iliac component, the distal end of the stent graft was placed into the right inferior gluteal artery, and the right superior gluteal artery was unintentionally covered. The iliac branch component was also reportedly pushed down slightly upon delivery of the internal iliac component. The physician elected to monitor the vessel coverage. The patient tolerated the procedure.